Event description:
A (B)(6) customer ran blood glucose tests on two contour next link meters and received readings of 287 and 250mg/dl. The customer retested on a contour link meter and the reading was 120mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. New meters were sent to the customer.

Manufacturer narrative:
Contour test strips are also expected to be returned for evaluation: lot# 2kc3f08, exp date 10/31/2014, manufacture date: 10/01/2012, 510(k): k110587. The model numbers were not provided. In some countries outside the us, customer information is not provided due to privacy laws.